Event description:
It was reported to philips that the wired footswitch failed due to a mechanical issue on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).